Event description:
It was reported that the user experienced persistent high glucose readings on the ilet and administered a fast-acting insulin injection while the pump remained connected, after which the user was advised to disconnect immediately and wait before reconnecting; subsequent high glucose over 300 mg/dl was reported with guidance to change infusion supplies, consistent with a use-related procedure issue rather than a device component malfunction. Symptoms included no clinical signs, symptoms, or conditions reported. Outcomes included an unexpected medical intervention in the form of externally administered insulin. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem found, with a usage problem identified and the issue categorized as an improper or incorrect procedure or method; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. We appreciate the user¿s cooperation and responsiveness.